Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the femoral artery. A 5 x 100 x 130 innova vascular self-expanding stent was selected for treatment. However, during unpacking, it was noted that the stent was partially deployed from the catheter. The procedure was completed with a different device. No patient complications were reported.